Manufacturer narrative:
The device was returned, and evaluation of the device could not confirm the reported issue. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope nozzle was clogged. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.